Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analyst commented, telemetry c is intentionally disabled for this particular device model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pulse generator (ipg) clinical check there was battery depletion during warranty time and was indicated as premature battery depletion. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).